Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to section b.5 the for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found the pacemaker to have normal battery depletion. The patient has had sustained atrial fibrillation, leading to high rate atrial sensing episodes, and a subsequent increase in power consumption. This device is functioning as programmed, and technical services discussed reprogramming options. This device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.